Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: it was reported that the needle is blocked.

Manufacturer narrative:
H6: investigation summary: customer returned (1) used 31gx8mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was able to expel properly. No defects were observed. No DHR review can be carried out as lot number is unknown. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that the needle is blocked.